Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their other patients with implantable neurostimulator (ins). It was reported by caller that they were on the (B)(6) site where there were a lot of people describing the same symptoms as that they had. The symptoms described included device never effective, flipped ins, shocking sensations, bilateral sciatica pain, legs giving way/falling, horrible back pain, revision and replacement. No further complications were reported or anticipated.